Event description:
It was reported that the cannula of the infusion set broke off and the cannula remained under the skin in the customer's arm. The customer went to the hospital to have to cannula removed. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.